Event description:
The initial reporter alleged a discrepant result with the kit cobas 6800/8800 mpx 96t ce-ivd assay. The sample in question was collected on (B)(6) 2021 in an edta plasma tube and tested on (B)(6) 2021. The sample was stored refrigerated between collection and testing. The initial test generated a reactive result for hiv with a cycle threshold (CT) value of 40.2, while results for hepatitis b virus (hbv) and hepatitis c virus (hcv) were non-reactive. The sample was retested from the same tube and generated a non-reactive result. Serology testing using the abbott architect hiv ag/ab combo assay was negative for hiv.

Manufacturer narrative:
The analyzer serial number was not provided. The investigation determined that the kit cobas 6800/8800 mpx 96t ce-ivd assay performed within specifications. Both the initial and retest runs demonstrated robust internal control amplification with no signs of pcr suppression. The initial test showed weak hiv amplification with a late cycle threshold (CT) value of 40.2. The serology test, which detects p24 antigen and hiv-1 and hiv-2 antibodies, was negative, making it unlikely that the sample contained the virus. Cross-contamination was deemed improbable as no other hiv-positive samples were identified in the data. Non-specific amplification (nsa), while uncommon, was identified as the most probable cause of the initial reactive result. No systemic reagent issues were identified during the investigation.